Manufacturer narrative:
(B)(4) d10: cat# 103535 lot# 405560 ti low profile screw 6.5x40mm cat# 103535 lot# 402580 ti low profile screw 6.5x40mm cat# 103535 lot# 155860 ti low profile screw 6.5x40mm cat# 11-104113 lot# 085600 mlry-hd por fmrl 13x170mm g2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent an initial left total hip arthroplasty followed by multiple revisions due to pain, metallosis, osteolysis, and recurrent dislocations; the patient developed post-operative foot drop after the second revision, and all implants except the stem were revised approximately six weeks later. The patient was first revised approximately seven years post-implantation due to pain, metallosis, and osteolysis. Approximately two years later, the patient underwent a second revision for recurrent posterior dislocations; intra-operatively, two fractured acetabular screws were identified and the cup was found in a retroverted position. Immediately following the second revision, the patient developed foot drop due to a partial nerve injury with associated weakness of dorsiflexion. Approximately one month post-operatively, the patient presented with recurrent anterior dislocations and underwent a third revision approximately six weeks after the second revision, during which all implants except the stem were revised without complication. Attempts have been made and no further information has been provided.